Manufacturer narrative:
Device was used for treatment, not diagnosis. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Manufacturing documents were reviewed and no complaint related issues were found.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: the patient had a l2 pseudoarthrosis. The surgeon found the screw head was separated from the screw in the pre-operation CT imaging. The surgeon extracted the implant, because of the finished bone healing. This is report 2 of 2 for complaint (B)(4).

Manufacturer narrative:
A manufacturing evaluation was conducted and it states that the article was sent in broken. All received articles were sent to the product manager for investigation.

Event description:
This is report 1 of 2 for complaint (B)(4).